Event description:
The clinician attempted closure of the arteriotomy with the closer tsl 6fr device. The procedure went normally until after needle deployment. As the plunger was withdrawn, it was noted that no suture was attached. Resistance to withdrawing the device was encountered. The foot and actuator lever were checked and appeared to be working correctly, but the device still remained stuck in the artery. The pt was taken to surgery and a vascular surgeon was called. A cut down was performed, at which time the surgeon noted that the foot was closed, and the suture had gone through the arterial wall. One end of the suture was in the needle guide and the other was detached from the device. The surgeon removed the stitch and closed the artery surgically. The pt recovered without further incident and was discharged the following day.